Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the iipv condition. However, the cause was unable to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1092ml, indicating the home patient (hp) drained 1092ml more than their maximum programmed fill volume of 1800ml. No additional information is available.